Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery, as the physician was unable to complete a procedure to remove a stone-like material that developed in the urethra. No further information regarding this stone-like material was available. There were no additional patient complications reported. The patient will be evaluated in the future by the physician for device replacement.